Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom close door alarm when the door was latched close. Evaluation experienced a door not fully latched alarm caused by a failed lower link switch on the lower auxiliary assembly. The lower auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed "close door" when the door was latched close. It was also reported that there was no patient involvement.